Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 320 mg/dl (mobile) and 130 mg/dl (unknown accu-chek meter).

Manufacturer narrative:
It has been determined that the alleged product is not like or similar to a product marketed in the united states.